Event description:
It was reported that bd insyte catheter is defective. The following information was provided by the initial reporter, translated from spanish to english: at the time of making the puncture, the catheter is retracted and wrinkled, that is, only the stylet enters and the catheter remains outside the skin. Has there been harm to patients with the batch that was reported?? If on many occasions such as damage to the venous network, there are multiple punctures on 10 occasions when the official standard marks only two attempts to guarantee the safety of the patient. On occasions we leave the chemotherapies pending for the day because we do not have a venous access.

Manufacturer narrative:
Investigation findings: based on the provided information, it has been determined that this incident is related to the catheter tip not being completely formed during the manufacturing process. We are conducting a voluntary recall of the affected catheters bd insyte for certain catalogs and lot numbers. The affected catheter tip may result in resistance with the catheter insertion process. The potential immediate health consequences associated with the above, include pain /discomfort, vessel injury, vasculitis, tissue injury, bleeding, delay in procedure and need for additional device insertion. It is also possible for there to be no health effects related to the use of the straight edged tip. Long term health consequences would not be expected; however, may be present only as a result of the immediate health consequence. It is recommended that clinicians use standard clinical practice of inspection of the device prior to insertion. If the clinician does not notice the catheter tip edge, they are instructed to stop the insertion procedure if pain or resistance out of proportion to the procedure is noted. If a defective product is inserted, monitoring for tissue, vessel and skin damage is recommended. If any symptoms occur, it is recommended to remove the product and replace with a new product if clinically indicated. We are investigating and will implement appropriate measures to prevent recurrence of this product issue. A corrective and preventive action plan is in progress. Production personnel have been informed of the product issue and retrained to the procedures to increase awareness. Please see the provided recall notice (mds-24-5036-fa) for further information.